Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilatation procedure performed on (B)(6)2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated properly. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results a visual examination of the returned complaint device found that the catheter was mechanically cut near the balloon and was kinked in different sections. It was also noted that the balloon was torn circumferentially. Because of the condition of the returned device, the reported failure of deflation failure is unable to be confirmed. Based on the available information, it is possible that factors encountered during the procedure, the interaction between the scope and the balloon, the anatomy of the patient, that could have caused that the balloon do not deflate properly. Also, the balloon was torn and this failure could cause some resistance when the physician try to remove the balloon causing kinks. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated properly. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.